Manufacturer narrative:
Follow-up indicated that the device was removed. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed abdominal pain, new back pain and twitching in the legs. The patient has difficulty walking and is using a walker to walk. The lab results did not show any abnormalities. Nevro attempted to obtain a medical assessment regarding the nature of the symptoms but was unsuccessful.